Event description:
Event [preferred term] (related symptoms if any separated by commas) increased blood glucose values [blood glucose increased], piston rod did not move forward [device mechanical issue], patient used the dialling clicks to estimate the dose of the insulin [wrong technique in device usage process]. Case description: this serious spontaneous case from germany was reported by an other health care professional as "increased blood glucose values(blood glucose increased)" with an unspecified onset date , "piston rod did not move forward(device mechanical jam)" with an unspecified onset date , "patient used the dialling clicks to estimate the dose of the insulin(wrong technique in device usage process)" with an unspecified onset date and concerned a female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , insulin (insulin) , a non-novo nordisk suspect product insulin (insulin) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported. Medical history was not provided. On an unknown date, patient was hospitalized due to increased blood glucose values during the use of novopen 6. Piston rod did not move forward. Other details of hospitalization were not reported. It was reported that patient attached the needle to the pen in a 180 degree angle (straight on), patient was trained by a hcp in the use of the device, the patient used the dialling clicks to estimate the dose of the insulin. Age of the device was reported as one month. Patient stored the insulin at room temperature 20 to 25 °c. Batch numbers: novopen 6: rvgkj65. Insulin: requested. Action taken to insulin was not reported. The outcome for the event "increased blood glucose values (blood glucose increased)" was not reported. The outcome for the event "piston rod did not move forward (device mechanical jam)" was not reported. The outcome for the event "patient used the dialling clicks to estimate the dose of the insulin (wrong technique in device usage process)" was not reported. Reporter's causality (novopen 6) - increased blood glucose values (blood glucose increased) : unknown piston rod did not move forward (device mechanical jam) : unknown patient used the dialling clicks to estimate the dose of the insulin (wrong technique in device usage process) : unknown. Company's causality (novopen 6) - increased blood glucose values(blood glucose increased) : possible . Piston rod did not move forward(device mechanical jam) : possible. Patient used the dialling clicks to estimate the dose of the insulin(wrong technique in device usage process) : possible . Reporter's causality (insulin) - increased blood glucose values(blood glucose increased) : unknown piston rod did not move forward(device mechanical jam) : unknown patient used the dialling clicks to estimate the dose of the insulin(wrong technique in device usage process) : unknown . Company's causality (insulin) - increased blood glucose values(blood glucose increased) : possible piston rod did not move forward(device mechanical jam) : possible patient used the dialling clicks to estimate the dose of the insulin(wrong technique in device usage process) : possible. Investigation result: novopen 6, batch number: rvgkj65-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch record of rvgkj65 was checked, no abnormal was found, whose check points included online clearance, batch concilinaction, materials batch change, machine critical parameter change record and machine critical intervention log. Dv was checked, no dv in this batch regarding the function of piston rod moving forward, there had process control in cell3 machine. Based on above evaluation, no abnormalities relating to the observed problem were found. There was no similar customer complaint (cc). This was the first time that complaints regarding this defect of this batch have been received for stj durable production. The batch documentation had been reviewed and found to be normal. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Final manufacturer's comment: 24-april-2026: the suspected device (novopen 6) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary novopen 6, batch number: rvgkj65-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch record of rvgkj65 was checked, no abnormal was found, whose check points included online clearance, batch concilinaction, materials batch change, machine critical parameter change record and machine critical intervention log. Dv was checked, no dv in this batch regarding the function of piston rod moving forward, there had process control in cell3 machine. Based on above evaluation, no abnormalities relating to the observed problem were found. There was no similar customer complaint (cc). This was the first time that complaints regarding this defect of this batch have been received for stj durable production. The batch documentation had been reviewed and found to be normal.